Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 30, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). This report is submitted on august 15, 2022.